Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: etlw1613c93e sn (B)(4), expiration date: (B)(6) 2015 film evaluation summary: the exact cause of the aneurysm enlargement could not be determined from the films provided. The anatomy at implant was not provided, and earlier post-implant films were not available for review and comparison. The alleged bilateral type iii fabric endoleak, or any other endoleak, was not observed from the films provided at 45 months post-implant. Although the proximal section of the bifurcate aortic body was acutely angulated within the calcified neck, there appeared to be an adequate proximal seal. Additionally, the contra limb did not extend fully into the left common iliac artery (~ 15 ¿ 20mm distal seal length); however, no contrast was seen from any possible distal type ib endoleak. The films from the diagnostic angiogram to try and visualize the endoleak (where no endoleak was observed), and films post-relining of the aortic body and both limbs (which reportedly resolved the endoleak) were not available for review. Although it is possible that the aneurysm expansion was caused by a type iii fabric endoleak, analysis of the re turned films did not reveal any endoleak or any stent graft characteristics that could explain this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed that there was aneurysm enlargement due to bilateral type iii fabric endoleaks. A month later a diagnostic angiogram was performed in order to visualize the endoleak; however, no endoleak of any type was observed. The physician decided to re-line the stent graft with a 25x25x49mm aortic cuff and a 16x16x93 limb on the right. A 16x13x82 was also implanted on the left. The final angio was performed and no endoleaks were noted. Per the physician cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is doing fine.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed that there was aneurysm enlargement due to a possible bilateral type iii fabric endoleaks. A secondary procedure was performed. A diagnostic angiogram was performed in order to visualize the endoleak; however, no endoleak of any type was observed. The physician decided to re-line the stent graft with a 25x25x49mm aortic cuff and a 16x16x93 limb on the right. A 16x13x82 was also implanted on the left. The final angio was performed and no endoleaks were noted. Per the physician cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.